Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 25mg/ml at 1.669 mg/day via an implantable pump. It was reported that the patient¿s pump stalled 3 different times in march. The company representative stated the patient did not go into any MRI or anything like that, but according to the doctor, each time the pump recovered after maybe an hour or so. Per the pump logs, the pump stalled (B)(6) 2025 at 10:32am and recovered 11:14am, the pump stalled (B)(6) 2026 at 2:42 pm and recovered at 4:29pm, stalled on (B)(6) 2026 at 8:15 am and recovered at 3:31 am and another stall noted (B)(6) 2026 at 2:46 pm. The caller confirmed the patient was not experiencing any withdrawal symptoms. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating that information regarding the patient's implant was unable to be obtained as they were implanted in (B)(6). The patient saw a new healthcare provider (hcp) who replaced the pump and catheter on (B)(6) 2026. The rep spoke to the patient after the replacement and reported that they are doing great.